Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the xenon lamp does not light up and the connection was slow due to wear of the output connector (light guide connection part). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, main lamp does not ignite but spare lamp does work on the visera elite xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information as well as the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to a faulty ignitor unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer provided additional information on 29-sep-2022: the procedure was diagnostic, it occurred on (B)(6) 2022, during a medical treatment, there was no delay in the procedure, the patient was not under general anesthesia at the time of the delay, the event was diagnostic only and the procedure was completed with the same equipment.